Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to shower water. The customer wore the device into the shower. Customer stated the pump display went blank immediately after exposure to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone that she had high blood glucose but not hospitalized. Customer's blood glucose was 354 mg/dl. Customer was treated for high blood glucose.